Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported high pacing threshold and poor sensing were observed. The lead was capped and replaced. No adverse consequences were reported.